Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was oversensing which led to intermittent loss of capture. The patient was pacemaker dependent and had asystole. The lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.